Manufacturer narrative:
The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the initial final test and the alarm volume tests.

Event description:
It was reported that during transport of an intubated patient, the patient's sats declined. When the patient's peep and fio2 (> 100%) were increased, the patient continued to desat. The patient was removed from the ventilator and manually ventilated for the remainder of the flight. The patient's sats returned to acceptable levels. No alarms occurred during transport. The patient did have chest rise and the ventilator appeared to be ventilating correctly. The patient was given etomidate for sedation during the intubation and also had 50mcg of fentanyl prior to the air transport. When the patient was received at the hospital after transport, the rt had to back the et tube out as it was in the right branch. The ventilator was run on the test lung and no anomalies were seen.